Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was pt reported that a little while ago today, they were down stairs and had the 'unit' running on its normal daily setting and all of a sudden the 'whole thing went crazy' up and down their legs and it was stronger than normal. Pt added that there was a thunderstorm at the same time as this and wondered if that was the cause. Pt stated they were concerned and did not have the handset when this happened. Agent walked pt through connecting through the mystim app - pt briefly saw 'my stim rc is not responding'. Pt seemed confused with the external devices at times. Agent had pt close all apps and was then able to enter mystim app; pt stated therapy is off because they turned t herapy off after the issue with the thunderstorm because they could not stand it. Pt stated group b is 'low' 3.3 and 2.0 and group a is high on 5 or something but, they do not put it on high. Pt stated they turned therapy on and now they are not feeling it go crazy and they are not feeling the sharpness. Pt stated the ins lets them sleep at night. Pt called hcp office today and was told the mdt rep was only there once a week. The pt was redirected to hcp to further address the issue/possible reprogramming.

Event description:
Additional information was received from the patient stating they have not experienced any problems with the settings since the initial call. They set it to initial settings and trouble shooting resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.